Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included 40 screws in his back. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient reported that over the last year and a half, he had been having the pump titrated down and he was going to get the pump removed because of the damage the pump was causing to his back. Per the patient the pump medication was very, very low and he stated that the hcp (healthcare provider) couldn¿t program it any lower for the medication that was in the pump. He stated that he wasn¿t getting any medication from the pump, but he wasn¿t going through withdrawals. He stated that he could still feel it and was weak from it. He thought the hcp was going to put saline in the pump, but the pump was full of medication. His most recent refill was in (B)(6) 2021 and the estimated refill date that appeared on his ptm (personal therapy manager) was (B)(6) 2022.